Manufacturer narrative:
(B)(4).

Event description:
Received information that when the implantable neuro stimulator (ins) was implanted to replace another ins an adaptor had to be connected. Contacts and connections were thoroughly checked during replacement surgery, however, when the patient was reprogrammed the day after, the same good effect that was obtained from the explanted ins could not be reproduced. When troubleshooting, an "open circuit" message appeared on the physician programmer. Trouble shooting did not solve the issue and the new ins will be replaced. Excellent stimulation was obtained during surgery, so the physician is confident it can be reproduced with a new system. When the adaptor was replaced at the follow up procedure, good stimulation was obtained and the ins was implanted in spite of slightly increased impedances.